Event description:
It was reported that catheter was placed through sheath and pulmonary pressures were taken without complications. Procedure was complete and clinician removed catheter. At this time, it was realized that the intra-aortic balloon (iab) was missing from the end of catheter. Report states, it did not look like balloon perforated, but instead was completely gone. Sheath was cut open to try and find the balloon. Site was bled out for approximately ten seconds, but there was still no evidence of the balloon. On 1/19/07 follow up: pt is doing "ok". There is anecdotal opinion that the clinician had attempted to remove the catheter with the balloon inflated. A follow-up report will be filed if more info becomes available.